Manufacturer narrative:
The patient experienced the clabsi on an unknown date ¿since (B)(6)¿ (year unspecified). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a clabsi infection (central line associated blood stream infection) due not being able to remove the t-connector from an interlink system t-connector extension set. The extension set was in use on a patient for an unspecified infusion. It was reported that the nurse reported experienced difficulty with the removal of the t-connector from the set. As a result, the t-connector was left in place. The nurse stated that due to not changing out the t-connector , ¿per the timelines in their standard procedures¿, the number of times the device was accessed was increased (exact number unspecified) and subsequently a clabsi infection occurred. No further information was provided regarding the treatment for or the outcome of the clabsi. No additional information is available.